Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) batteries and intelligent shutdown pcb were evaluated and replaced by the customer. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently lost power without command of the operator. There is no report of a patient injury or death associated with this event.